Event description:
Plaintiff injured her hand when the device pushed through its packaging exposing the blade unexpectedly. Incident is pending litigation. No other info available.

Manufacturer narrative:
Since the device involved in this event is not available for evaluation, it is not possible to determine if a mfg defect caused or contributed to this event. These devices are assembled on automated equipment. The assembly of shield into the scalpel with blade assembly contains an automated inspection procedure to detect the shield is in the locked position. Non-conforming devices are automatically rejected.